Event description:
Procedure: lap sigmoid colectomy. Patient: a male. According to the reporter. After applying the device, the sample line didn't hold, the surgeon subsequently opened the patient, over-sewed and created colostomy.